Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device had image quality issue. The issue was identified during transurethral resection of bladder tumor (turbt) therapeutic procedure. The procedure was completed using a competitor device. There were no reports of patient harm.

Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation and due to a correction required. Updated fields: d4 primary UDI number, d8, d9, g3, g6, h2, h3, h4, h6 and h11. Corrected field: h8. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: due to deterioration of head unit and the image had white dots. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: due to deterioration of head unit the image had white dots. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.